Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle had blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: the customer noticed "blood exposed from non patient point during blood collection process, caused patient complaint issue of the hospital." Information from picture indicates ppe worn while exhibiting device.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for slow sleeve recovery with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle had blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: the customer noticed "blood exposed from non patient point during blood collection process, caused patient complaint issue of the hospital." Information from picture indicates ppe worn while exhibiting device.